Event description:
It was reported that the customer had issue with site locations. Customer's mother stated that sometimes the customer gets a no delivery alarm. Alarm was resolved by complete set change. Customer's blood sugar has not been affected by insulin. Customer has been experiencing issues for the last 3 months. Customer's mother stated the customer had high blood glucose levels approximately on (B)(6) 2014. Customer treated with the pump and a manual injection. Customer's mother declined troubleshooting. Customer was also hospitalized on (B)(6) 2015 due to a low blood glucose level of mid 30's mg/dl. Customer has a mutated pancreas gene and has pancreatitis and type 1 diabetes. Customer is on a medication called tumorex, which is an anti-inflammatory. Customer's blood glucose level was 45 mg/dl. Customer treated with food. Customer also had a seizure. Customer's mother declined troubleshooting for low blood glucose levels. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.